Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a test failure at 10:01 a.m. Alarm twice. After he rewound his insulin pump, the insulin pump said to fill the tubing. A couple of times the customer felt a vibration and when he took his insulin pump out of his pocket he found it counting up from one to six. His blood glucose level was 167 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.